Event description:
N/a

Manufacturer narrative:
Updated fields - d9, g3, g6, h2, h3, h4, h6, h11 the vantage doyen forceps 9 str (v916-160) was returned for evaluation. Failure analysis: the returned forceps were received in unused condition with no visible defect. The forceps were able to function as intended and no metal shavings were visibly coming off the item. Inspection for shavings on product at the us distribution center found no additional instances. Root cause analysis: the reported complaint could not be duplicated. No shavings were found on the returned product or inventory stock. No manufacturing, workmanship or material deficiency has been identified.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that metal shavings were coming off of the 9 str vantage doyen forceps (v916-160). Metal splinters reportedly entered the user's finger when removing the product from the package. The user was able to safely remove the splinters from their finger. There was no patient involvement, and no surgical delay was reported.